Event description:
It was reported that a progav 2.0 sys w/sa15 a.sprung reservoir (part # fx426t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the reservoir was noted as being full of steam. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits with bloody liquid. Deposits in the inlet spout. Permeability test: the test showed that the sprung reservoir is non-permeable. Results: based on our investigation results, we can identify a blockage and significantly deposits in the reservoir. We are assuming that the deposits detected within the reservoir have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. From our point of view, no further regulatory actions are required.